Event description:
It was reported that the subject device's leds all light up when the power is on. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It was not confirmed whether the repair center performed visual and functional inspections. Therefore, it was not confirmed whether the following phenomenon indicated by the customer was reproduced. Based on the results of the investigation, cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.